Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe plunger rod damaged and stopper damaged. The probable cause for the defect is related to inadequate airflow at plunger rod feeder / air nozzles bad positioned at syringes assembly machine, causing the plunger damaged and stopper defective, allowing the damage product flow of the process. Confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible to observe plunger rod damaged and stopper damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was october 05th to 09th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record potentially related to the defect was observed.

Event description:
It was reported before use of the bd plastipak¿ the syringe came with the plunger and stopper damaged. There was no report of injury or medical intervention.